Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited a loss of capture (loc). A x-ray was performed, and revealed this rv lead had dislodged. A repositioning procedure will take place in the near future. Subsequently, additional information was received that a revision procedure was performed. This rv lead was repositioned, and all measurements were within normal range. There were no adverse patient effects reported.